Manufacturer narrative:
A philips fse tested the device and found the device working to specifications. The user confirmed that during the asystole, the electrodes were detached from the patient and the device provided an inop alarm for this condition. The fse trained the customer on the device operation. The complaint is considered as user related and no malfunction of the device. The reported issue is readily detected and poses minimal risk to patient safety. The device provided an inop message (and alarm tone) to alert users to a problem. Device labeling (instructions for use) describes alarm behavior. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor does not sound an alarm in case of asystole. The device was in use during monitoring a patient. The patient received an asystole and the monitor did not sound for that condition.